Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified flat creases and an extended opening. A weight test of the explanted material was verified and device was underweight. Microscopic analysis was performed and identified an extended sharp opening on patch bond edge, an irregular opening with localized stresses induced on posterior side, and stress marks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening assessed as unidentified (tear) opening and a sharp opening with localized stresses induced assessed as surgical impact opening. Additional, changed, and/or corrected data: b.6., d.1., d.4., d.10., h.3., h.4., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.